Event description:
Nurse forwarded two inner shafts with broken heads to our sales rep. Nurse could not give any information as to what has happened.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.